Event description:
I relieved rnas circulator for lunch from 1245-135. During that time, the laparoscopic monopolar scissor tip was used. After rnas returned from lunch, and I left the room, he told me in the center core that a bowel injury had occured. Dr called into room for intraoperative consult and he recommended the surgeon suture the injury. Rnas reports pictures were taken and given to surgeon of the injury. Handle is microclone, and and microline disposable mini endocut scissor tip ref 3152 given to risk mgmt. Date of use: 12/07. Diagnosis or reason for use: lap supracervical hysterectomy.